Manufacturer narrative:
Qc was within the established ranges. Service was dispatched on 03/01/2011. The field service engineer (fse) performed a system check, and it failed due to a high flier in the washed portion. The fse replaced the aspirate probes and repeated the system check, which passed within instrument specifications. The fse then performed a high sensitivity system check, which failed. The fse replaced the incubator belt, reaction vessel (rv) clips and performed all associated alignments. The fse repeated the high sensitivity system check, which passed within instrument specifications. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by synchron lxi 725 clinical system. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. It is unknown if the patient treatment was affected.